Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the plunger head was missing parts and contaminated. The top and bottom cases were damaged. Customer stated problem could not be verified, could not run pump with half the parts in the plunge missing and other parts contaminated. The root cause of the reported issue was found to be due to: customer removed multiple plunger head components from the pump leaving the pump incorrectly assembled. Actions taken to mitigate the reported issue: replaced worm coupling, gear, and motor mount as a preventative measure. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.